Event description:
Procedure type: low anterior resection. According to the reporter: during the procedure, the stapler presented partial stapling (it only stapled and anterior rectal wall) and the posterior wall of the rectum was not cut and did not staple, causing trouble in the progress of surgery. It was impossible to perform manual anastomosis and it was necessary to replace the stapler by another size 31. The event did prolong the hospital stay.

Manufacturer narrative:
(B)(4).